Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer reported that the insulin pump was delivering even when the customer had low blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test and displacement accuracy test. Pump passed the dat test at 0.08710 inches. Multiple boluses were delivered and monitored; no delivery anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly damaged keypad overlay texture next to down arrow button, faded serial number label and peeling end cap address label.